Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. No problem was detected concerning the b30 communication error. The following reportable malfunctions were identified during the device evaluation: scope cover unit was dirty. The most likely cause of the dirty scope cover unit was water leakage. Despite good faith efforts being made, additional information was not able to be obtained. Based on the results of the investigation, definitive a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a communication error (error b30). There were no reports of patient harm.